Manufacturer narrative:
Corrected data: phone number of initial reporter. On the initial MDR there was typo in the phone number entered. One digit was manually entered incorrectly. The correct phone number is (B)(6). Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial implant surgery as the doctor noticed a broken haptic. Further, an unplanned vitrectomy was performed. The patient was reportedly doing good.

Manufacturer narrative:
A review of the manufacturing records was conducted including a review of the raw material/manufacturing procedures for the period when this production order (p/o) was manufactured. No changes were implemented during the manufacturing of this p/o in method, inspections or specifications that could be related with the reported complaint types. Results revealed all process operations presented in the manufacturing record were in compliance with manufacturing specifications. No deviation or assignable cause was identified for the reported complaint. The documentation shows that the product was manufactured according to specifications and met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.